Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a routine annual device check, inappropriate auto-mode switch (ams) and noise reversions due to noise were observed on the atrial lead. The noise was reproducible with pocket manipulation. The patient was asymptomatic before, during and after the check and will continue to be monitored without any intervention.

Event description:
Related manufacturer reference number: 2938836-2019-13945.